Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter became dislodged. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.